Event description:
It was reported that the patient had an infection and inflammatory reaction due to the spinal cord stimulator (scs). No further information could be obtained despite good faith efforts.